Event description:
Device testing identified an intermittent ECG comm error and intermittent device reset. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service identified an intermittent ECG comm error and that the device would reset if excessive vibration was applied. The cause of the ECG comm error was due to incorrect application of insulating tape per specifications during manufacturing. The tape did not completely cover an isolated barrier causing an intermittent short circuit (result code 121.) Resetting of the device was caused by a loss of communication between an ic chip and its socket (result codes 472 & 967) on the main circuit board. Resolution for the communication error was the reapplication of the insulating tape per the specification. Resolution for resetting was the replacement of the circuit board, which no longer utilizes a socket for this ic chip. Upon completion of the repairs, the device performs to specifications.